Manufacturer narrative:
Section d4, h4: correction manufacturer's investigation conclusion: a specific cause for the reported heart failure could not be conclusively determined through this evaluation. A direct correlation between the reported events and heartmate 3 lvas, serial number (B)(6) could not be conclusively established through this evaluation. The center reported that the patient presented with shortness of breath that started on (B)(6)2020 and worsened on (B)(6)2020 when 911 was called for a transport to the local emergency department. The patient was diagnosed with acute volume overload. IV diuretics were ordered and the patient was transferred to another center. No alarms were reported for this event. It was later clarified that IV antibiotics were initiated with good response; however, the patient continued to have low pis with continued diuresis so medications were adjusted accordingly. The patient was managed with IV fluids and blood pressure and pis stabilized. The patient¿s coreg, enalapril, and spironolactone remained on hold at discharge, pending repeat labs. The heart failure reportedly resolved on 17may2020. The heart failure was reportedly not related to the device. The patient remains ongoing on heartmate 3 lvas, serial number mlp-009508 and no additional complaints have been reported at this time. The heartmate 3 lvas IFU is currently available. Section 1 of this IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced shortness of breath that started on (B)(6) 2020 and worsened on (B)(6) 2020 outside of hospital. He was transported to local emergency department. He was diagnosed with acute volume overload. Intravenous diuretics were ordered. Patient was transferred to hospital (B)(6) .

Manufacturer narrative:
Section b5: additional information.

Event description:
It was reported that the patient was initiated with intravenous bumex with good response. Patient had low pulsatility index with continued diuresis so medications were adjusted. He was managed with intravenous fluids which led to blood pressure and pulsatility index to stabilize. Coreg, enalapril and spironolactone were put on hold upon discharge on (B)(6) 2020.